Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the touch frame printed circuit board (pcb) the graphical user interface (gui) pcb, backlight inverter pcb and liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported that an 840 ventilator had a screen blocked error. The ventilator was not in use on a patient at the time the malfunction occurred.